Event description:
New information received indicates that the physician attempted to explant the lead, but was unable to. The lead was capped. The date of procedure is unknown.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in clinic after receiving shock. Noise on the ventricular channel was observed on stored egm. No lead anomalies were seen on fluoroscopy. Device and lead revision are planned.

Manufacturer narrative:
The model and serial number for this device was previously reported as 1571, (B)(4). This report notes the correct model and serial number.